Event description:
Per literature review, it was reported that: in this single-center study at gifu prefectural tajimi hospital, japan, a 73-year-old man underwent pulmonary vein isolation (pvi) for paroxysmal atrial fibrillation using the polarxfit cryoablation system. Preoperative contrast-enhanced CT revealed normal bifurcation of the pulmonary veins (pv), with the esophagus positioned adjacent to the left pvs. During ablation, the left superior pvi succeeded for 240 seconds on the first attempt. Left inferior pvi tried thrice: first attempt halted at 20 seconds due to insufficient cooling, second aborted at 92 seconds for failed isolation. Third attempt achieved isolation with 180-second freeze; esophageal temperature stayed above 20c. In the end, all four pulmonary veins were isolated. Patient was discharged but readmitted on the same day due to vomiting. CT imaging revealed significant dilation of the stomach and esophagus, culminating in a diagnosis of gastroesophageal dysmotility subsequent to catheter ablation. He was subjected to in-hospital treatment, commencing with fasting, and intravenous administration of erythromycin and a proton pump inhibitor. Upper gastrointestinal endoscopy conducted on the 4th day after the procedure revealed no obstructions, and oral intake was reinstated. He required extensive recuperation, leading to multiple hospital readmissions. Finally, patient was discharged on the 66th day post procedure, with no recurrence of vomiting symptoms. Hiramatsu, s., takemoto, y., sekiyama, t., maekawa, y., yamase, y., hunabiki, j., ueyama, c., horibe, h., hibino, t., kondo, t. (2024). A case of recurrence of hospital admissions for gastric dysmotility following cryoablation using polarx fit for paroxysmal atrial fibrillation. The 70th annual meeting of the japan electrocardiology society.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.